Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709sc, lot# h841501507, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h841501507, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: h841501507, ubd: 20-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 500 mcg/ml concentration at 100 mcg daily dose via intrathecal drug delivery pump for unknown indication for use. It was reported that after a dye study was done, it was confirmed a leak was in the catheter. Any environmental/external/patient factors that may have led or contributed to the issue. Dye study was done to determine leak in catheter. Catheter was then scheduled to be replaced with 8780. The issue had resolved at the time of this report and patient status was alive-no injury. The catheter would be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the product was returned today. Tracking number was provided. No further complications were reported.